Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced sweating, dizziness and lost consciousness. A friend found the patient and called an ambulance. The paramedics took a blood glucose reading which was 37 mg/dl and the cgm was reading 102 mg/dl. The paramedics treated the patient with IV glucose, and the friend treated the patient with tangerine juice, peanut butter and jelly sandwich. The paramedics stayed for 30 minutes and then left. At the time of the report the patient was recovered. No data was provided for evaluation. Product was received and an external visual inspection was performed and passed. The product was not investigated as analysis would not be able to confirm complaint or determine a probable cause. The allegation was undetermined. The probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.